Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that testing was carried out which showed high impedances on all electrode channels and the ground electrode status being undeterminable. Previous testing was performed in 2007 which was ok. The patient was re-implanted approx six months later.